Event description:
It was reported intermittent occlusion alarms. Reportedly, the customer uses pump supplies for 8-10 days, tandem technical support educated the customer pump supplies should not be used over 48 hours with humalog brand insulin. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.